Event description:
It was reported the pt ((B)(6)) was admitted to the hospital on (B)(6) 2012 for pain from accidental injury to the ipg site. The pt was treated for pain and discharged from the hospital on (B)(6) 2012. It was noted that the ipg was functioning properly at that time. The pt was later readmitted to the hospital on (B)(6) 2012 to have the ipg repositioned from the right buttock to the right side of the abdomen. At the six month follow up appointment, the pt reported being satisfied with the pain control provided by the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.